Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lap chole procedue. Reportedly, the clips were not advancing. No pt injury occurred.